Manufacturer narrative:
The pod arrived fully deployed. No damages were observed on the needle mechanism, though it could not be determined when it deployed. The cause of the reported needle mechanism complaint could not be determined.

Event description:
The patient's mother reported the needle mechanism did not deploy during activation. The pod was removed and placed on the table. The needle mechanism deployed once the pod was removed. The patient's blood glucose levels rose to 20 mmol/l (360 mg/dl).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.